Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. A visual examination of the actual device and the retention samples from the reported lot as well as the surrounding lots manufactured confirmed there were no visual defects. Leakage testing confirmed all the samples met manufacturer specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the tr band device leaked air. The following information was provided by the user facility: the band initially held air, but after a few seconds the air began to leak out and after a few repeated attempts it had to be removed; a second tr band was then used and it held the air; estimated blood loss was reported to be less than 250cc; no patient injury or medical intervention required; the patient was reported to be "fine"; and catheterization was successful.